Event description:
The customer reported the system was producing uncommanded x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The l1 line filter was replaced. The system was tested and found to be working as intended and put back into service.